Event description:
Dealer states the unit will not turn on at all.

Event description:
Dealer states, the unit will not turn on at all.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information in the field.